Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that there was a thermal event of sparking and smoking.

Manufacturer narrative:
This complaint investigation was closed based on the device not received, therefore the reported failure mode was not confirmed. In the event that the device is received, the complaint will be reopened and the investigation will be updated with new results. Alleged failure: began to smoke and spark. Probable root cause: probe short (possibly due to fluid ingress), open circuit (possibly due to loose elecrical connection), power output variation, wrong default setting, nonconforming hand piece cable console error: refer to rsk10684 for risk outputs associated with rf energy to probe for the serfas energy console. Refer to rsk10642 for risk outputs associated with rf signal to handpiece for crossfire and crossfire ii consoles crossflow temperature mitigation actions use error. The reported failure mode will be monitored for future reoccurrence. H3 other text : 81.

Event description:
It was reported that there was a thermal event of sparking and smoking.